Manufacturer narrative:
This event is performing within the anticipated severity and occurrence levels as defined per the risk analysis documentation. Investigation is underway.

Event description:
It was reported that the cannula for the amvisc did not attach correctly to the syringe. This happened with two units from the same lot. No patient impact.